Manufacturer narrative:
Corrected data: the implant and explant dates were left blank in the initial MDR. The correct information is as follows: d6a. If implanted, give date (B)(6) 2021 d6b. If explanted, give date (B)(6) 2021 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified.

Manufacturer narrative:
Date of event: is unknown/no information. Best estimate is during (B)(6) 2021. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a post-lasik patient ended up off target and an explant/exchange of the intraocular lens (iol) for a better power iol is planned. Through follow-up explant of the iol was confirmed. Reportedly, the patient is doing well. No further information is available.